Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported the proximal section of the pipeline would not open during deployment in the ophthalmic segment of the left ica. After several attempts without success, the pipeline was snared with an alligator but was unable to be pulled out of the patient. During this retrieval, the proximal end opened and the device was pulled into the ica proximal to the horizontal petrous and was implanted there. No complications were reported with the patient as a result of the event.